Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would prompt three dashes when attempting to test her blood glucose. Per the onetouch ultra owner's booklet, if this message appears at any time after the first time the meter was coded, the code number has been lost. The test results stored in the meter memory may be out of order. The medical surveillance specialist (mss) spoke with the patient on april 21, 2010 and obtained the following information. The patient reported that the alleged issue began over 1 month prior to contacting lfs. The patient claimed that prior to when the alleged issue started she was testing 2x/day and managing her diabetes with oral medications (metformin and avandaryl). As a result of the alleged issue the patient stated that she discontinued taking her medication. The patient claimed she was afraid to take her medication not knowing what her blood glucose was and did not want to risk suffering a hypoglycemic event. Approximately 2 weeks after the alleged issue started, the patient reported that she developed the symptom of frequent urination; however, at the time did not associate it with a high blood glucose. On (B) (6) 2010, she claimed she began to experience a sharp pain on the right side of her abdomen. As a result of the pain, her nephew immediately took her to the emergency room. When she arrived to the ER, the patient stated her blood glucose was tested with an ER/hospital meter and her blood glucose was over "300 mg/dl." The patient informed the mss that she was told by the ER physician that she was dehydrated and was also diagnosed with hemorrhoids. The patient claimed she was treated with IV fluid; however, was not sure if she was given insulin during the visit. The patient stated that prior to the ER visit she had been constipated and feels the abdominal pain was most likely as a result of that issue. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was manually powering the subject meter on and then inserting a test strip. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated by a healthcare professional for hyperglycemia after the alleged meter issue began.